Event description:
It was reported that a non-dehp standard bore catheter extension set ruptured. This occurred during infusion using a power injector. The customer stated that ¿after approximately 10ml of saline infused the set began to bulge near the male luer. The solution then proceeded to spray out of the tubing.¿ there was no patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
(B)(4). The cause was determined to be inappropriate use of a power injector with the device by the user. The direction insert shipped with the device states, "extension set is not rated for power injector. Tubing rupture may occur.¿ a formal review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). A request for the return of the device has been made. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for evaluation. Visual inspection identified burst tubing. Initial evaluation confirmed the reported condition. Upon completion of baxter's investigation, if additional relevant information is obtained, a follow-up MDR will be submitted.